Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The instrument tracker was returned to the manufacturer for evaluation. Testing found that side tabs were removed at the tip of the tracker. It was noted that with markers attached and seated, good geometry and divot error readings returned with normal tracking. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the orange instrument tracker used alongside the navigation system was defective. There was no patient present when this issue was identified.